Event description:
It was reported that the patient experienced less relief of dyskinesia than expected, diagnosed through the unified parkinson's disease rating scale part iii. It was noted that the event resulted in in-patient hospitalization. It was decided to do an elective lead modification to attempt to improve it. The patient also had full depletion of battery, so the battery and both leads were replaced. The patient outcome was reported as resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387-28 lot# 0206024834, explanted: 2013 (B)(6), product type lead product ID: 3387-28 lot# 0206024833, explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that original lead placement was not optimal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that there was no depletion of the ins, only the leads were repositioned. The ins was still implanted and in use.